Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured (B)(6) after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 24 cfus comprised of the following 7 isolates: (B)(6). The duodenoscope was received by pentax medical for evaluation on 06-nov-2018.